Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a prime or fill anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. No further information was added or reported.